Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator became inoperable; was not getting ventilation. The unit was noted to have an alarm problem. At this time, it is unknown if there was patient involvement. A service engineer (se) inspected the device and ran self-testing and adjusted the alarm settings. The unit was reported to be working properly.